Manufacturer narrative:
A field service engineer performed testing and investigation at the user facility. During testing, it was noted that the device touchscreen did not respond when pressed. This was due to a damaged touchscreen. As indicated, the device has been identified as part of a product recall. This report represents all info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported the device touchscreen did not respond when pressed. The device was returned to the biomed dept with an unsigned note that indicated the touchscreen did not respond when pressed. No info was provided, therefore, specific pt info, device programming or event details were not available. There were no reports of any adverse pt events or delays in critical therapies while the device was in clinical use. During testing at the user facility, the device touchscreen did not respond when pressed. No add'l info was provided.